Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 03/11/2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4). Event or problem description - additional information, date received by manufacturer - additional information, additional information, device evaluation, device evaluated, evaluation summary attached.

Event description:
The complaint device was returned for evaluation. The device was opened and visually inspected, and no defect was found. Receiver charge and boot testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log was not performed as there was no data available.